Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 500mcg/ml; 198mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was unknown. It was reported the patient experienced a decrease in therapy. The pump had flipped in the pocket causing a kink in the catheter in the pump segment. The cause of the flipping was not determined. Surgical intervention occurred. The physician corrected the pump position and replaced the pump segment using 8784 revision kit. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was not experiencing the same effects from therapy as before. No major withdrawal symptoms occurred. Per the physician, the patient was only getting 50% delivery. The pump revision was completed 12/4/18.